Event description:
Dr. Using the curvtek bone drilling system to perform a rotator cuff repair experienced the following device failure: dr. Drilled one complete bone tunnel without difficulty. On the second tunnel one of the drill bits broke free from the flexible drive shaft and was embedded in the patients bone. The drill bit which was approx 1mm in size was not recovered. This drill bit is fabricated of medical grade stainless steel and was gamma sterilized prior to use.